Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, consumer advised provider that the sure glide brakes are not working properly on this unit.